Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) to perform failure analysis. The fbf instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument did not move intuitively. The instrument motion was imprecise. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. As a result, the pith cable was loose at the proximal inside of the housing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image had no obvious damage that could be observed. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, fenestrated bipolar forceps instrument tip was not gripping tissue and moving in opposite direction to surgeon's direction. The procedure was completed as planned with no reported injury using a backup instrument.